Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician advanced the occlusion balloon wire by using the "buddy wire" method because the physician had difficulty advancing the occlusion balloon wire (there is excessive vessel tortuosity). The physician then inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel twice before stenting. The physician removed the aspiration catheter and inserted the stent delivery catheter. Before the physician was able to deploy the stent, he noticed that the occlusion balloon had deflated. The patient is reported to be fine.